Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 300 mg/dl, while wearing the pod between 5 and 24 hours on the arm. The pod fell off, dislodging the cannula from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The needle mechanism was inspected, however no issues were observed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The cause of the reported dislodged cannula could not be determined the adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.